Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
During use, the device was no light source. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The device was used for medical test. No harm was caused to the patient. The xenon lamp was out of service life, it was used more than 500 hours. The hospital replaced the xenon lamp.